Event description:
During the detachment test, the coil backed up slightly, then released. The physician could not advance the coil back to the catheter tip. The coil proximal end was in the patient's vessel. The coil was captured and retrieved by "wrapping" a guide wire around the proximal end, then was removed.